Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A physician reported that more than a 30% of the patients treated with photorefractive keratectomy (prk) had haze. Patients had very low refractions +/- 2.00 (sph) and mitomycin did not apply. Grade 2-3 haze appeared 2,5-3 months after treatment. Patients experienced a loss of visual acuity and patient discomfort. Technique and pre/post surgical protocols had not been changed. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The day treatment was not available, therefore no review of the log file could be performed. The system history showed that the laser was verified successfully prior and after the date of report. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. Haze has been seen in treatments of prk with the system. It may be caused by the unavoidable heat during the laser treatment on the cornea. Other surgeons use mytomycin or cooled balanced salt solution or interrupt the treatment to reduce the heating of the cornea. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing may be the unavoidable heat on the cornea during the laser treatment.